Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed, and analysis indicated that there was pin cap intermittency. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, the helix was stretched, there was blood in/on the helix/lobe mechanism, the steroid ring was damaged during analysis, and the lead was stretched.

Event description:
It was reported that the right ventricular lead was repositioned for the second time since implant due to loss of capture and that there was no r-wave sensing. It was also reported that since lead implant, the patient has experienced exit blocks. It was further reported that the lead was removed and replaced due to dislodgement. No further patient complication have been reported as a result of this event.